Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of general physical health deterioration ("general health status deterioration") in a (B)(6) year-old female patient who had essure (batch no. E36576) inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced general physical health deterioration (seriousness criterion medically significant). At the time of the report, the general physical health deterioration outcome was unknown. The reporter provided no causality assessment for general physical health deterioration with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-oct-2018: after company internal review the event general physical health deterioration was considered a serious event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of general physical health deterioration ("general health status deterioration") in a 45-year-old female patient who had essure (batch no. E36576) inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced general physical health deterioration (seriousness criterion medically significant). At the time of the report, the general physical health deterioration outcome was unknown. The reporter provided no causality assessment for general physical health deterioration with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.